Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that a little more than a month post implant, the physician was not satisfied with the low sensing values that had been present since implant. The lead was explanted and replaced. The new lead was reported to have slightly higher sensing values. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The full lead was returned and analyzed. No anomalies were found. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.